Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that does not function, "no funciona". This condition was found in the biomed department. It is unknown when this event occurred. This condition had the potential to interrupt delivery.there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "no funciona" was confirmed and duplicated by baxter personnel. A quality engineer has reviewed the service evaluation and has determined that a defective front keypad confirms the reported condition. The root cause of this condition was determined to be a defective front panel. The front panel was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received a follow-up medwatch will be submitted.